Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The reported header anomaly was confirmed in the laboratory. Visual inspection noted silicone, septum material inside the v-ring set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during device implant, lead pin could not be connected with the device header. Device was replaced with no further issues.